Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with caiman maryland articulating instrument. It was reported that during mobilisation of the splenic flexure, occurred a lesion at the colon wall with 1,5mm. There is the information that the lesion had to be sewed. A surgery delay was mentioned but is not related to the product. The intensity of the event was reported as a mild one. Patient is aware of signs and symptoms but they are easily tolerated. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
General information it came to a intra operative incident. Investigation no product at hand. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause the root cause for the problem is most probably usage related. Rationale the occurrence of heat during the coagulation process is due to the system. The IFU points out to avoid coagulating in or near by fluids. The heating of the electrodes during coagulation is also process-related and therefore no technical or system failure. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Investigation results: visual investigation: first we did a visual inspection of the mouth. Here we found no abnormalities such as burnt or charred tips. The insulation of the jaw is in perfect condition, there are no cracks or chipping visible on the tip. In the next step, we checked the mechanical functions. The clamping and cutting functions worked well. Then we checked the electrical functions with the help of an hf generator. The unit worked according to its specification, no functional deviation was found. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference (B)(4).